Manufacturer narrative:
A review of the save to disk showed no inappropriate episodes and right ventricular pacing was stable and within normal range prior to the system revision. A helix or lead fracture was not suspected as there were no stored episodes which would suggest a compromised lead. The shocking impedances were stable. Further analysis will be reviewed by engineering. At this time the system remains implanted. Additional information received from engineering analysis noted that both daily and commanded measurements were out of range. Technical services disused that a possible lead/device connection issue is likely as this issue occurred during an attempted left ventricular repositioning and successful right ventricular repositioning when connecting the right ventricular lead to the device. Technical services noted that although a lead fracture cannot be conclusively ruled out based on the provided data, there were no stored episodes with artifact/noise leading up to the revision procedure and the lead diagnostics were stable. Technical services discussed doing further follow up to determine the root cause of this issue. At this time the system remains implanted.

Event description:
Boston scientific received information that a repositioning took place due to high thresholds on this right ventricular lead as well as previously reported muscle stimulation. The ez connector tool was used, but after multiple attempts to position the lead the helix tip would not extend. All measurements appeared normal during the procedure, besides a slight increase in pacing thresholds. Finally, the physician elected to keep the lead implanted as the sensing and thresholds be normal, and elected to leave the helix inside the lead and not extended fully. This lead was tested with a pacing system analyzer (psa) which showed normal pacing impedances and then attached to the old device and while the first measurements was normal the second measurements appeared to be out of range. The lead was taken out of the device header and re-inserted into the device. The impedances still appeared out of range, even after proper venting and no blood was evident in the device header. A lead fracture was suspected. Due to the patients venous thrombosis the physician elected to leave the lead attached, turn off the defibrillation and leave the device programmed as a crtp with biv pacing. The patient had a good underlying rhythm and will be re-checked in the morning. The physician alleged a possible issue with the ez connector tool as the alignment of the arrows to the lead were not stable each time. The physician discussed a possible tissue interface causing high impedances or a lead fracture with technical services. Technical services discussed possible indication for the reported allegations, and requested a save to disk be sent for further review by engineering. At this time the system remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information received noted that the patient is too unwell to remove the system, the physician plans to reprogram the device to left ventricular pace only and not remove the leads at this time.